Event description:
The customer reported that the left screen went blank and they needed to reboot the unit. Upon rebooting unit, the image that had been saved came up as dark screen with several white spots. Also the system tracks to max.

Manufacturer narrative:
The ge service rep replaced the defective igbt snubber assembly and verified the hv calibration. The unit functions as intended.